Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08700 inches. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test value (135 mg/dl) properly and displayed correctly on the display graph. Device entered auto mode without calibration or enter blood glucose errors. Device was monitored for a day while connected to the test sensor and plug. No auto mode anomaly or display auto mode shield anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical study representative reported via phone call that the customer was experienced high blood glucose level and low blood glucose. Customer¿s blood glucose level was 433 mg/dl at the time of incident. Customer had symptoms like positive results in ketones test and nausea. Customer was treated with insulin pump. Customer was using auto mode. Troubleshooting was performed for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.